Manufacturer narrative:
(B)(4). Date sent: 3/4/2026. D4 batch #: a98z3a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage. While testing the hand activation function, the hand activation button remained activated (continuous activation) after the buttons were released. The device was disassembled to verify the internal component and it was found a plastic flash from the internal shroud causing interference in the hand activation button, which could have caused the hand activation button to remain activated. Due to this issue the event reported was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98z3a, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during a thoracoscopic pneumonectomy, the activation sound continued to ring without touching anything after connecting the gen11 during preoperative setup. This event was found before use. Gen11 was restarted. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. Corrected data: d9 date device returned to manufacturer.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2026. Correction: h11 investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage. While testing the hand activation function, the hand activation button remained activated (continuous activation) after the buttons were released. The device was disassembled to verify the internal component and it was found a plastic flash from the internal shroud causing interference in the hand activation button, which could have caused the hand activation button to remain activated. Due to this issue the event reported was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98z3a, and no non-conformances were identified.